Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25130213, 25130105, and 25129616 the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history. The device was returned to the factory for evaluation. Evidence of clinical use and blood were observed. A visual inspection was conducted. The shaft was observed to be bent from the proximal end of the handle at the tip of the harvesting tool. The heater wire was intact and device showed signs of clinical use and slight evidence of blood. No other visual defects were observed. A mechanical evaluation was conducted. Upon manipulation of the toggle switch, it was observed that the toggle switch would not move. The jaws remained closed despite manipulation of the toggle switch. Transection capability test was not able to be performed. Based upon the evaluation results, the reported complaint failure "failure to cut" was confirmed. The reported failure mode of "bent jaw" was not confirmed. The analyzed failure mode, "bent shaft" was confirmed. The analyzed failure mode. "Mechanical issue" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cutter stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Additional information: 12/22/2016 it was reported there was damage to the jaw.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cutter stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Additional information:12/22/2016 it was reported there was damage to the jaw.